Event description:
Patient came in for an ivc filter removal. During the procedure, md and the team noticed that the ivc filter was tilted. Md inserted a snare to the venous access like what we normally do to pull the ivc filter out, but the snare broke off and was left inside the patient's body. They attempted to remove it, but the catheter they used broke off and was left inside the body as well. Both catheter and snare as well as the ivc filter were successfully removed after more than four hours. No evidence of harm present post procedure, vital signs were stable, and he was transported to cath lab holding for recovery and will be admitted in the hospital for observation.